Event description:
It was reported that during a meniscal repair, when the deployment knob of a fast fix was depressed, both t implants simultaneously deployed. T1 was deployed through the meniscus, it is unknown if it was removed or left secured in the patient. Surgery was resumed without a delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the postt2 setting with the suture and implants returned off the insertion device. A functional evaluation was performed on the returned device and found it does not cycle as designed. It is jammed in the post t2 position, (not retracted to pret1). A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time. Corrected data: h6: health effect - impact code